Event description:
Reportable based on device analysis completed on 02-nov-2018. It was reported that crossing difficulties were encountered. A 2.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another nc emerge balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed a balloon pinhole. Returned product consisted of a nc emerge balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded with dried blood in the balloon and inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 0.5mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.